Event description:
The customer reported that the return electrode connection failed and the pt suffered a burn in the return electrode area. The return electrode and cables were non-covidien products that were in use with the covidien generator. The pt burn was observed during a consultation after the surgery and was described as very slight.

Manufacturer narrative:
(B)(4). The incident generator has been requested but to date has not been received for evaluation. If the unit is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.